Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not communicating blood glucose results to her insulin pump. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The alleged issue began on (B)(6) 2012 at 130pm. The patient manages her diabetes with an insulin pump (humalog insulin). It is not known if the patient made changes to her usual diabetes management routine. About 430pm, the patient claims she felt high blood glucose symptoms of thirsty, headache and eyes hurting. The patient confirmed she continued to obtain a blood glucose result on the subject meter. The patient did not specify results obtained. That same evening, the patient administered self an increased dose of humalog insulin (3.2 units) as treatment. At the time of troubleshooting, the cca tried to walk the patient through the meter settings to turn the pump communication feature on; however, the meter would continue revert to the off position. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion(s): the meter was returned and evaluated by lifescan product analysis on (B)(4) 2012. The meter involved with this complaint failed testing. The meter was found to have an eeprom failure. However, although the patient reported symptoms of ''thirsty, headache and eyes hurting,'' there is no indication that the reported issue caused or contributed to this serious injury. The patient confirmed she continued to test her blood glucose on the subject meter. There is no evidence the patient administered inappropriate self-treatment based on the alleged issue.

Manufacturer narrative:
The 510 (k) # is k073231. The patient also returned the subject test strips on (B)(6) 2012. However, the test strips were not investigated since the alleged issue refers to meter issue only.